Manufacturer narrative:
The proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 7272 ICD; 419388, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.